Manufacturer narrative:
(B)(4). The subject rt280 breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare representative, that two rt280 adult evaqua2 dual heated breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the subject rt280 adult dual heated evaqua2 breathing circuits and additional information were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Neither the subject device nor the additional information was provided for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that two rt280 adult evaqua2 dual heated breathing circuits failed the ventilator leak test prior to patient use. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported leak or determine the cause of the reported event. All rt280 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions provided with the rt280 adult dual heated evaqua2 breathing circuit include the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use.

Event description:
A healthcare facility in michigan reported via a fisher & paykel (f&p) healthcare representative, that two rt280 adult evaqua2 dual heated breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement reported.